Event description:
Caller reported false negative troponin on one patient tested on the triage cardiac profiler versus another device, dade. Patient was initially seen in the emergency department (ed) in the pm of (B)(6) 2011 and was diagnosed with chest pain. Course taken in the ed not known. On (B)(6) 2011, patient was seen as an outpatient. On (B)(6) 2011, patient was admitted to the intensive care unit (ICU).

Manufacturer narrative:
Product support tested retained profiler w48402 with calibrator z (negative control) and calibrator h (positive control) to observe for troponin recovery. No false negatives or low bias in tni recovery was observed with any samples. No error codes or device issues were observed. One data point with calibrator h was above the manufacturing 2sd range, with a percent recovery of 106% (within the manufacturing final release specifications). No patient sample was returned. Product support was unable to rule out sample specific interferences or other environmental factors that are known to affect analyte recovery. All values reported by the customer on triage and reference methods are below the clinical cutoff for tni of 0.40ng/ml as stated in the product insert. As of 06/29/2011, there has been one complaint against profiler lot w48393. No corrective action required at this time as no product deficiency was established.